Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle foreign matter was noticed on the tip of the needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that the foreign matter on the needle during priming.

Manufacturer narrative:
Bd has been provided with a photo for catalog 301948 lot 1903191 to investigate for this record. After analyzing the photo, bd determined the foreign matter was epoxy remaining in the surface of the needle cannula. As a result, bd was able to verify the reported issue. This issue may occur due to some stoppage in the assembling machine. In accordance, this may lead to some epoxy form one needle touching another before the curing process. Finally, this epoxy becomes cured on the external surface of the hub. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. On the one hand, the highly capable process employed by bd to produce microlance needles keeps foreign matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where there are several strict preventive measures and good manufacturing practices are strictly followed. Epoxy adhesive from one needle touching the affected needle before curing process.

Event description:
It was reported that before use of the bd¿ 20 ml syringe with needle foreign matter was noticed on the tip of the needle. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that the foreign matter on the needle during priming.